Event description:
The pt was implanted with a bi-ventricular assist device (bi-vad). It was reported by the chief perfusionist that the pt experienced low pressure alarm from the driver. At this time, the pt was hand pumped and placed on backup pneumatic driver.

Manufacturer narrative:
The pt remains ongoing on the device without further incident. The MFR is attempting to acquire the device for further evalaution. No further info is available at this time.